Event description:
It was reported during implant procedure that the right ventricular lead helix exhibited a failure to retract and extend. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. X-ray examination found the helix was stretched and bent consistent with procedural damage. The cause of the reported events was isolated to the helix being damaged and clogged with blood/tissue.